Event description:
It was reported that during the implant procedure, the physician could not advance the guidewire through the lead and the guidewire was "sticking." The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the stylet/guidewire was damaged, the lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor, the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant and the tip of the guidewire was damaged/bent inside the lead-distal end(tip nose), therefore, it couldn't advance through the lead. It was noted when the physician was trying to pull the guidewire out of the lead, the guidewire coating adhered to the coil filars causing the coil filars to become distorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.